Event description:
It was reported that during procedure the aiming beam was out of alignment. There were no patient complications. No further information is provided.

Manufacturer narrative:
The console was field serviced at the user facility, verification of the near and far mirrors noted that the treatment beam was not aligned to the aiming beam. Therefore, the reported event was confirmed. The far mirror was adjusted and after the adjustment the issue was resolved, and the unit was within specification.